Manufacturer narrative:
The device lot numbers are not available; therefore, a review of the manufacturing records cannot be performed. Literature citation: rudra, h.s. Et al, the arterial switch operation: 25-year experience with 258 patients, annals of thoracic surgery 2011; 92:1742-6.

Event description:
This information was received through literature article "the arterial switch operation: 25 year experience with 258 patients," published in the annals of thoracic surgery, april 2011. This article cites reintervention rates of pts who underwent arterial swith operation for transposition of the great arteries. Three reinterventions are noted for pts who had neopulmonary arter reconstruction using a "gore-tex patch."